Manufacturer narrative:
This event does not meet criteria for reporting based on information received following submission of the initial report. There is no reported defect or fault with the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. No other complaints were reported in this lot. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) 4 months following the initial iol implantation procedure. It was noted that the patient vision never improved past 20/50, left eye and the patient has additional astigmatism that was not present on the original measurements.